Manufacturer narrative:
The tip cover accessory and monopolar curved scissors (mcs) instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. On (B)(6) 2012, intuitive surgical received an email response from rn (B)(6), at (B)(6) hospital indicating that the patient tolerated the planned surgical procedure well and the patient's hospitalization was not prolonged, as the patient was released from the hospital on (B)(6) 2012. The patient is recovering well and has not returned to the hospital due to any post-operative complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after removing the cannula accessories after a da vinci si hysterectomy procedure was completed, charring was observed at one of the port incision sites. The surgeon applied a topical ointment to treat the affected area. Arcing during the surgical procedure was not observed by the site, however, the site inspected the monopolar curved scissors (mcs) instrument and tip cover accessory used during surgical procedure and found that the tip cover had a hole. Insulation testing performed on the mcs instrument and tip cover by the site's instrument coordinator observed that the insulator tester indicated that there was an electrical breach.